Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2016-05741. It was reported the patient experienced positional stimulation along with ineffective stimulation. System diagnostics revealed high and low impedances on the system. Additionally, the patient had experienced a fall in past year. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference mf. Report# 1627487-2016-05741. Additional information received identified the lead and ipg was explanted and replaced with another model which resolved the issue. Reportedly, effective stimulation was restored postoperatively.